Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement/no medical intervention, has caused or contributed to pt injury previously. Device issue. Stent dislodgement. It was reported that the stent dislodged from the balloon of the stent delivery system (sds). The stent was found loose in the box. This device was not used on the pt. No additional event or pt info is available.

Manufacturer narrative:
H6. Results - a conclusive root cause could not be determined for the stent dislodgement. Evaluation summary: qa analysis revealed that the sds was returned without any blood visible. There was fluid visible in the guide wire lumen and moisture in the inflation lumen. The stent was returned not on the balloon, but in a small plastic bag. There was no damage noted to the stent. The balloon had relaxed folds. There were crimp marks on the balloon where the stent had been between the markers. The protective sheath and stylet were returned. A laser micrometer was used to measure the outer diameter of the stent. The proximal and middle outer diameter met mfg criteria and the distal outer diameter did not meet mfg crieteria. A pin gauge was used to measure the inner diameter of the protective sheath met mfg criteria. Product performance engineering reviewed the incident info and analysis of the returned sds. It was reported that the stent was loose in the box. The analysis confirmed that the stent was dislodged from the balloon, as it was returned in a plastic bag. There was no damage to the stent and crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly at the time of manufacture. The stent outer diameter were measured and the distal measurement did not meet specification. However, because stent outer diameter were measured and the distal measurement did not meet specification. However, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification, the oversizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. Also, the inner diameter of the protective sheath met manufacturing criteria. It was noted during the analysis of the returned sds that there was fluid in the guide wire lumen and moisture in the inflation lumen. This suggests that the device was prepped for use, although the incident reported the stent was dislodged in the box and the device was not used. Incorrect preparation procedure is a possible cause of the dislodgement. A possibility is that, at some point, positive pressure may have been applied to the system causing the balloon and stent to slightly expand, which could result in stent dislodgement. However, in this case, a conclusive root cause cannot be determined. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.